Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed at the straight portion of the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed at the straight portion of the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode (lead and array) did not reveal any defects. The reported complaint of a progressive increase in the number of open electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. The device passed the tests performed. This is the final report.